Manufacturer narrative:
Additional information was received on october 27, 2021. The device issue side was clarified to be left. The lot (7410643) and serial ((B)(6)) numbers were clarified with the receipt of this information. Additionally, the device issue was clarified to be a local reaction. There was swelling and the breast was hot to the touch. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no non-conformances related to the reported complaint were identified. Manufacturing date: 03/14/2016. Sterilization expiration date: 03/11/2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation for 7305932 is in progress. Once completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed for the finished device number 7410643, and no non-conformances related to the reported complaint were identified. Manufacturing date: 12/13/2016. Sterilization expiration date: 12/11/2020. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent primary breast augmentation with a mentor smooth round high profile 420cc saline prosthesis experienced deflation of an unknown side post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Both serial numbers (B)(4) were provided, however, the number belonging to the impacted product could not be determined. This is reflected and a manufacturing record evaluation (mre) will be performed for both.